Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the ht70 plus ventilator display was frozen. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision and the unit passed all testing and operates within the manufacturing specifications.